Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended even though pump was within validated operating altitude range. There was no adverse impact to the customer¿s blood glucose level. Customer removed obstruction from speaker holes, gently cleaned area as instructed, removed and reconnected cartridge, and waited to resume insulin but was not able to do so or load new cartridge at that time; customer was advised to load new cartridge when ready, was given tips to prevent altitude alarms, and was instructed to follow up if issue persisted, which customer understood and acknowledged.